Manufacturer narrative:
Product complaint analysis team has completed its investigation of device which was returned. Results of investigation conducted by appropriate engineers and technicians are listed below. Visual inspections & results: head rotates, yes; nose shroud cracked/broken, no; staples in nose, no; staples in track, no and trigger engaged with precock, yes. Functional tests & results: cycled instrument, no. Analysis conclusion: based upon inquiry info received and visual examination, no conclusion could be reached as to how reported "device jammed after sixth staple" during surgery occurred. Instrument was received empty and with dried body fluids in cartridge and nose. No functional testing could be performed due to instrument being returned empty. No deformity could be identified during examination.

Event description:
It was reported the device was used during an unknown procedure. It was reported by the affiliate that the device jammed after the sixth staple. There was no pt consequence.